Event description:
The MFR rec'd info alleging the exhalation valve in the pt circuit was no functioning properly. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.